Event description:
This was considered an emergency carotid stenting procedure, due to the patient presenting with multiple tia's and right-sided arm weakness/immobility. Patient demonstrated to have a very severe angulation of the aortic arch (similar to a bovine or type iii like arch) with marked and repeated tortuosity of the left common carotid artery. The arch was accessed using another manufacturer's catheter, hemostasis valve and a glidewire to the external carotid. A filterwire ez was advanced through the tortuosity and through the lesion and ultimately deployed without difficulty. A nexstent was chosen due to emergent nature of the case and its self-sizing characteristics. The nexstent system was advanced towards the lesion with observed resistance during tracking around the location of the first curvature of the common carotid artery. The nexstent was deployed with subsequent removal of the delivery system (ds). Similar resistance during ds removal was noted (similar to that observed during delivery to the target lesion site). Post stent deployment, the physician observed that the anticipated deployment location of the nexstent was proximal to the intended landing zone. He also noted that the proximal aspect of the nexstent appeared to be underdeployed, and appeared to possibly be resting within the distal aspect (mouth) of the guide catheter. It was noted that there was a possibility that the stent was pulled down into the guide catheter during ds removal. Difficulty of visualization of the proximal aspect of the nexstent was noted. In an attempt to 'push' the nexstent distal, the physician attempted to deliver and deploy a second nexstent system to the location of the underdeployed stent. It was impossible to advance the nexstent system beyond 2cm distal from the mouth of the guide catheter. The second nexstent system was removed and a 3.0mm maverick balloon was tracked towards the target lesion with the same result. A second maverick (5.0mm) was tracked towards the target lesion with the same result. At this juncture, an 0.018" system was selected due to its larger inner lumen and inserted and tracked towards the target lesion with the same result as previous nexstent and two maverick balloons (inability to advance greater than 2cm past the mouth of the guide sheath). Upon removal of the 0.018 system, the physician observed a radiopaque object resting at the distal margin of the deployed nexstent. He subsequently inspected the distal aspect of the nexstent delivery system (the first nexstent system used) and noted that the tracking tip was missing and subsequently deemed the radiopaque object to be the nexstent tracking tip. Upon recognition of the separated tip, the physician inserted a 10mm snare and attempted to retrieve the nexstent tracking tip without success. A second snare (4mm) was inserted distal to the tracking tip, followed by an unsuccessful attempt to pull the tip off of the wire of the filterwire ez. The physician attempted to retrieve the fw with the fw retrieval sheath, however, he was unable to advance greater than 2cm past the mouth of the guide sheath. A second unsuccessful attempt to recapture the fw was made using the retrieveal sheath of another embolic protection system. Following this final attempt to recapture the filterwire ez, the patient was taken directly to surgery where he underwent a carotid endarterectomy with removal of the nexstent and filterwire. Following the carotid endarterectomy, the patient was unresponsive and was taken for a ctimri diagnostic procedure in which thrombus was visualized at the distal margin of the implanted patch graft. The patient was brought back to surgery in which thrombus was removed and the patch graft was reconstructed. The physician noted that the patient remains in the hospital with a right sided stroke and left sided paralysis.